Event description:
It was reported that the upstream occlusion failed during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 7/16/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the upstream occlusion (uso) failed during testing" was not confirmed and there are no errors related to the customer complaint in the device event log/alarm history. The uso sensor was found disabled by user. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.